Event description:
Arjohuntleigh received a complaint where it was indicated that during the pt transfer the shoulder attachment clip broke with a maxi twin pt lifter. "Following a toileting procedure the resident attempted to stand but fell to her right side hitting her upper right arm against a wall. The care staff were called and it was decided to hoist the resident to administer treatment. Whilst hoisting the resident the sling clip snapped and the resident was lowered back to the floor without further incident." Ref: MFR 3007420694-2014-00006.